Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a one-week post-implant test, atrial testing revealed loss of atrial sensing and capture. It was noted that the patient had fallen during the first week of implant. X-ray revealed lead dislodgement. The lead was repositioned and remains implanted and active. The patient was symptom free during the lead revision and was fine in the recovery room.